Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review, as the pt has not been revised and is currently being monitored. A cause for this event cannot be ascertained from the info provided but since the date of the implantation has not been provided, this case will be treated as a complaint that might be related to the issues for which zimmer implemented a corrective action in 07/2008 as notification z-2415/2426-2008. Should additional info become available, an amended medical device report will be submitted. The need for further corrective measure is not indicated at this time. Zimmer reference number (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt was implanted with a durom hip generic on unk date. The pt currently is being monitored due to loosening.